Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 56mm; cat#502-03-56e; lot#mmpr8a head; cat# unknown; lot# unknown; unknown accolade ii hip stem; cat# unknown; lot# unk; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by the patient¿s attorney through the filing of a legal claim that the patient underwent a right total hip arthroplasty on (B)(6) 2014. It is further alleged that the patient began to experience complications and is in the process of scheduling revision surgery. Update 03/06/2018: as reported by rep: total hip revision involving stryker tritanium primary acetabular cup hip implant. Proceeded to remove cup and replaced stryker cup/liner with corin acetabular components. Stryker accolade 2 hip stem was kept and a new femoral head and sleeve were put on. Patient clinic visit for apparent hip pain. Original surgery completed in (B)(6) 2014.